Event description:
It was reported that the pump exhibited a pressure alarm during line pre flushing. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint of continuous pressure alarm during line pre-flushing. Visual and functional testing was performed. The downstream occlusion (dso) sensor was defective. Liquid damage was found. Probable cause of complaint was defective dso sensor. The dso sensor was replaced.